Event description:
It was reported that: patient had bilateral hip implant in 2011. Patient is experiencing pain in his right hip. Patient states that the pain is not as noticeable as his left hip. Patient states that when he moves a certain way, the hip is very painful. Patient has not contacted his doctor as he received his letter on (B)(6) 2012.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.